Event description:
Report by hcp of pt's pump stalling. The physician performed a dye test and rotor test, and findings of both tests were consistent with the diagnosis of a motor stall. The physician plans to explant the pump, but as yet has not been received by the MFR.